Manufacturer narrative:
This report is being filed.

Event description:
Journal reference: jarrett m, et al. "Sacral nerve stimulation for faecal incontinence in pts with previous partial spinal injury including disc prolapse. "British journal of surgery. June 2005; 92 (6) p734-9. The article describes a study that examined the use of sacral nerve stimulation (sns) to treat faecal incontinence in pts with partial spinal injury. A total of 13 patients were involved in the study. Reportable event: a pt being treated with sacral nerve stimulation for fecal incontinence experienced a pain, delayed healing and had suffered trauma at the ipg (model 3023) implant site. Problems were resolved with repositioning of device, analepsis and antibiotics.